Event description:
Healthcare proffessional (hcp) reports five incidents of blood leak with the psn 210 dialyzer. Incidents occurred between 1/2001 through 4/2001. All of the incidents occurred at the start of the patients' treatments and were all visually seen in dialysate. All of the blood leaks were verified with positive hemastix. Blood was not returned to any of the patients, with an estimated blood loss of 150cc per patient. Treatments were all resumed with new disposables and completed without further incidents. No patient injuries or medical intervention reported per hcp.